Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity along with helix functionality. Measurements throughout these tests were within normal limits and the lead passed the helix mechanism testing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The difficult-to-remove allegation was not confirmed as analysis found no damage to the lead that would be consistent with removal difficulty. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) with high threshold measurements. A revision procedure was performed where upon removal attempt, the helix would not retract. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.